Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was making a different noise than customer was used to. Customer's blood glucose level was not adversely impacted. Reportedly, the customer continued to use the pump for insulin therapy.